Event description:
It was reported there was a loss of stimulation. Intervention included a ¿simple electrode mobilization¿ on (B)(6) 2014 and hospitalization from ma(B)(6) 2014. It was unknown if there were any diagnostics or troubleshooting done. The product issues was resolved and noted as not related to the device or procedure.

Manufacturer narrative:
(B)(4). Conclusion code no longer applies.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the patient had a return of pain.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2013, product type: lead. (B)(4).